Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by alterra clinical study, upon retrospective review of the 5 year images post transfemoral tpvr procedure with an alterra prestent in a 29mm sapien 3 valve, the alterra prestent presented one type I fracture at the alterra outflow, rung 6. This fracture cannot be visualized at any timepoint prior to the 5 year cxr.